Event description:
During a ptca/stenting procedure, the shaft of the quantum maverick monorail fractured following inflation. After the successful implantation of a taxus stent, a quantum maverick 2.50 x 8mm balloon catheter was used for post-dilatation. On achieving a pressure of 14 atms, the shaft fractured and the balloon deflated. The distal shaft was recovered manually before any air was able to enter the system. The procedure continued uneventfully, and the pt suffered no ill effect.